Event description:
A pharmacist reported that a pt experienced pain, redness & decreased visual acuity, right eye, in 2008 after using the private label solocare lens care solution (six facile) and wear of acuvue advance (johnson & johnson) contact lenses. Urgent care visit prescribed tobrex & vitamin a. Increased symptoms resulted in additional visit about 3 days later, at which time a centrally located pyocianic corneal abscess (6 mm), pseudomonas aeroginosa confirmed, was diagnosed. Amoeba co-infection suspected. Severe pain, anterior chamber reaction. Treatment consisted of fortum, amiklin, desomedine, atropine. Amniotic membrane transplant performed at about 8 days later. Tobradex prescribed. Pre-event acuity 10/10. Current acuity unk. Scarring is expected.

Manufacturer narrative:
The report was reviewed by the ciba vision medical monitor with the following conclusion: "this case is considered as an infectious corneal ulcer." A mfg investigation is underway. If any abnormality is found, a follow up report will be provided.